Event description:
It was reported that the patient presented for follow up with recorded episodes of noise reversion exhibited by the right atrial lead. It was noted that the two occurrences were large amplitude and short duration. However, it was also noted that atrial sensing and pacing was not programmed since the patient had a history of atrial fibrillation. Programming adjustments were discussed, though no interventions were reported.